Manufacturer narrative:
During a standard treatment with an electrical dental handpiece it got hot and burned pt on lower lip. Pt was given a&d ointment, triple antibiotic ointment and an oral antibiotic. Pt went also to a dermatologist. Pt was seen again on (B)(6) 2011 and is healing well. The analysis of the product did show that the head had a dent at the backcap. This caused the backcap to stick in which rubbed on the drive assembly and caused as a result the head to heat up. Exemption number (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During a standard treatment with an electrical dental handpiece it got hot and burned pt on lower lip while working on tooth #11. Burn had a size of 2 to 3cm. Pt was given a&d ointment, triple antibiotic ointment and an oral antibiotic. Pt went also to a dermatologist. Pt was seen again on (B)(6) 2011 and is healing well. Dr. (B)(6) does not believe that there will be any scarring. The doctor said during the procedure, he changed out the bur and it had intermittent turning. That is when it overheated. He took the bur out and put it back in. It started to operate normally.